Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported the symptom of anaphylactic episode while the invisalign system aligners were being used. Not returned to manufacturer.

Event description:
The patient reported symptoms of asthma attack, difficulty breathing, anaphylactic episode, nausea, headaches, small blisters on the tongue, hives/itching of the face and neck, sore lips and throat, coughing/sneezing/wheezing, mouth discomfort and dryness of mouth. The patient did not report requiring any medical intervention due to the reported symptoms. The patient did not report taking or being prescribed any medication due to the reported symptoms. The treatment was discontinued on (B)(6) 2016 and the patient is currently fine. The treating doctor did not consider the event was serious or life threatening to the patient.